Event description:
Additional information received reported that the patient had the device was reprogrammed on (B)(6) 2013. It was noted that when the device was reprogrammed something was ¿messed up.¿ it was noted that the patient was told that therapy was just not working for them. It was noted that the patient had not seen the doctor about the therapy.

Event description:
It was reported the patient was ¿zapped¿ several times during a reprogramming session on (B)(6) 2013. It was noted that ¿programming took the patient¿s breath away.¿ it was further noted that the patient was ¿screaming¿ during the session. It was further noted that ¿something was wrong with the implantable neurostimulator (ins).¿ it was noted that the patient¿s ins should have been at 2.0v or 4.0v during reprogramming. It was further noted that the program that ¿controls¿ the patient¿s legs was at 5.0v and the other program was at 7.0v. It was noted that when the patient pressed the ¿black button,¿ he felt 2 electrical shocks on the right side of his abdomen. It was noted that the patient was having pains in his lower back. It was further noted that the patient had a scheduled appointment with the health care professional (hcp).

Manufacturer narrative:
Product ID: 3778-60, lot# / serial# (B)(4), implanted: (B)(6) 2013; product type: lead, product ID: 3778-60, lot# / serial# (B)(4), implanted: (B)(6) 2013; product type: lead, product ID: 3778-60, lot# / serial# (B)(4), implanted: )b)(6) 2012; product type: lead, product ID: 37754, lot# / serial# (B)(6); product type; recharger, product ID: 37746, lot# / serial# (B)(4); product type: programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).